Event description:
It was reported after approx. 66 months implantation time, that oversensing was detected. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 19cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis demonstrated that 35cm distal to the is-1 connector pin the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as the stretched and deformed rv shock coil and inner coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.